Event description:
According to the reporter: the tacker jammed in the middle of the surgery. Pt involved without injury. It was detected not completely fired. Surgery time was extended 30 mins or more. The instrument did not fire after 5 firings but is is supposed to fire 20 tackers. The case was delayed by 30 mins as the second tacker would not fire, and the doctor changed to the protack instrument. The extension of or time is due to the retrieval of a new device. This procedure delay was due to the account not having the correct product in stock in the or. No additional pt details are available.

Manufacturer narrative:
Date initial report sent: 10/21/2009.